Manufacturer narrative:
It was reported that the surgeon performed a draining abscess procedure on an unknown date and topical skin adhesive was used. During the procedure, the surgeon squeezed the product and felt a stick in his thumb. There were no patient consequences reported. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the surgeon performed an unknown procedure on an unknown date and topical skin adhesive was used. During the procedure, the surgeon squeezed the product and felt a stick in his thumb. There were no patient consequences reported. Additional information has been requested. This medwatch report is in response to receipt of voluntary medwatch report (B)(4).

Manufacturer narrative:
It was reported that the surgeon performed a draining abscess procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, the surgeon squeezed the product and felt a stick in his thumb. There were no patient consequences reported. Additional information has been requested. This medwatch report is in response to receipt of voluntary medwatch report 4400150000-2016-8029.